Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.

Event description:
Additionally information was received two months later from this patient who stated that she had passed out and was taken to the hospital. She was informed that this lead had dislodged and therefore, the revision procedure was performed.

Event description:
Boston scientific received information that this right ventricular lead was exhibiting intermittent loss of capture despite maximum device outputs. A revision procedure was performed and the lead was removed from service and successfully replaced. No adverse patient effects were reported.